Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -14.0/1.5/092 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault with rotation. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
Corrected data: disregard supplemental MDR#1 and MDR#2, it was intended for another complaint, info is not applicable. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5- on (B)(6) 2023 the lens was exchanged for the same model, shorter length lens and the problem was resolved. Reportedly "patient is happy". Claim# (B)(4).

Manufacturer narrative:
H3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).